Manufacturer narrative:
(B)(4) clip failed to release from the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip successfully grasped and locked onto tissue; however the clip failed to release from the catheter. When the user attempted to remove the catheter from the clip, the clip remained attached to the tissue and subsequently tore the bowel wall. The physician placed four resolution clips to close the defect in the bowel wall. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
A visual evaluation of the returned resolution clip device noted that the over sheath assembly was not returned. The clip assembly was fully deployed, was mashed into the bushing, and the prongs were not locking into the capsule. Additionally, there was a kink in the control wire. These failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip successfully grasped and locked onto tissue; however the clip failed to release from the catheter. When the user attempted to remove the catheter from the clip, the clip remained attached to the tissue and subsequently tore the bowel wall. The physician placed four resolution clips to close the defect in the bowel wall. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.